Event description:
At the end of the surgical case, it was discovered that the lock on the foley bag itself had become opened and would not stay closed. While discussing it and replacing the bag, the team discovered that this has happened with this particular foley kit several times. ((B)(4) is the bag number but it comes pre-attached to the foley in kit # a942616).